Manufacturer narrative:
A follow up report will be submitted after philips obtains more information concerning this event.

Event description:
It was reported to philips that en route to a patient event, the device was turned on in the elevator and there was a red x and chirp. The paramedics then performed an operational check, in which an ECG cable failure was noted. Although this issue was discovered before use on a patient, the patient involved in the incident in which the paramedics were on their way to attending died.

Manufacturer narrative:
The nursing staff reported that the patient was found not breathing (the staff saw the patient breathing about 35 minutes prior). The nurses started CPR and an AED was hooked up to the patient which indicated no shock was advised. A second monitor arrived on scene, meds were ordered, a 2-stacked shock was performed and then patient was pronounced. The first arrest rhythm noted upon arriving on scene was asystole. The device and accessories were evaluated onsite by a philips field service engineer (fse). The issue was isolated to the trunk cable. The cable was noted to be over 1 year of age. The trunk cable was replaced to resolve the issue. The device then passed all required testing and remains at the customer site for use. This complaint does not involve an alleged unresolved problem, repeating issue, or observation of poor quality.